Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon was doing a total hip and the screwdriver for acetabular screws tip twisted and deformed the torque head of the screwdriver.

Event description:
It was reported that surgeon was doing a total hip and the screwdriver for acetabular screws tip twisted and deformed the torque head of the screwdriver.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Previous investigations have found the root cause to be related to excessive torque applied by the user. The device was returned in used condition. The hexalobular drive feature of the device is heavily damaged. The lobes of the feature are deformed; the appearance is consistent with repeated applications of torque in both clockwise and counter clockwise directions. The root cause was determined to be normal wear of the device. The observed damage is consistent with high volume usage of the screwdriver. No material or manufacturing defects were noted during the investigation. The reported event regarding a deformed hexalobular screwdriver tip from a trident driver was confirmed.